Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a frayed grip cable at the grip hub, but the cable is not fully broken. The frayed cable strands stuck out at the wrist. There were no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. Additional findings not related to customer reported complaint: the instrument was found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. Common causes are attributed to damage to the cable through external collisions, during transport/storage, during use, or during reprocessing. Common causes of the failure mode thermal damage between grips instrument bipolar yaw pulley are typically attributed to the user for example by insulation degradation and carbonized tissue creating a conductive path.

Event description:
Refer to h11 for follow-up information.